Event description:
It was reported that during a stenting treatment procedure, difficulty advancing and stent damage occurred. The procedure treated the target lesion located in the right coronary artery. The physician tried to advance a 3.5x38mm ion stent through a 7fr guideliner and the stent caught on the proximal portion of the guideliner and stent damage occurred. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system (sds) with the shelf box and non-bsc catheter. There was contrast in the inflation lumen and balloon. The balloon was tightly folded with the stent positioned 1 cm past the proximal markerband. There was a bent and flared strut in the first row from the proximal end of the stent and multiple rows of bent, flared and overlapping struts from the end of the distal end of the stent. An attempt was made to advance the sds through the non-bsc catheter, but could not advance due to the stent damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, difficulty advancing and stent damage occurred. The procedure treated the target lesion located in the right coronary artery. The physician tried to advance a 3.5x38mm ion stent through a 7fr guideliner and the stent caught on the proximal portion of the guideliner and stent damage occurred. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient status is ok.